Event description:
The physician was treating a stroke patient with an anterior cerebral artery occlusion using a neuron 070 when he noticed on the screen that the catheter had a large kink. The physician then withdrew the neuron and used another. After the case, the physician looked at the packaging and saw no damage to the box.

Manufacturer narrative:
Technical evaluation: between 0.0 and 1.5cm from the tip, there is a triangle deformation of the catheter. Between 9.5 and 10.5cm from the tip, there is a spiral flat spot. At 12.5, 22.5 and 63cm from the tip, there are single axis bends. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 1626-03.b, (lot # l13997). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13997) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.